Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for five samples from a cobas 8000 e 602 module. Of the data provided, only the results for three of the samples were reportable malfunctions. Patient 1 initial result was 28.69 ng/l and was reported outside of the laboratory. The ER doctor questioned the result and the sample was repeated with a result of 12.70 ng/l. On (B)(6) 2018, patient 2 initial result for sample a was 68.80 ng/l. The repeat results were 37.66 ng/l and 57.66 ng/l. The initial result for sample b was 9.32 ng/l from an aliquot. The repeat results from the primary tube were 23.32 ng/l and 21.82 ng/l. Information concerning if any erroneous result was reported outside of the laboratory for patient 2 was requested but was not provided. There was no allegation of an adverse event. The reagent lot number was 26765400 with an expiration date of 31-jan-2019. The field service representative checked the analyzer, adjusted the photomultiplier high voltage, replaced the bead mixer, and ran performance testing which passed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.